Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope would not go through the hemopro 2 cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The product is not available for eval. Internal file number - (B)(4).